Manufacturer narrative:
The device was evaluated at the user facility by an fmc regional equipment specialist. The machine had no issues. It was functioning according to manufacturer specifications. No further patient information is available. The plant investigation is in progress. A supplemental medwatch will be submitted when new information becomes available.

Event description:
Information was received from a fresenius employee after reading a newspaper article which referenced a patient's death. This story was reported in three separate news reports. It was reported the patient was on hemodialysis treatment when her, "arterial blood line was disconnected from her heart catheter and wasn't noticed by the staff for an unspecified amount of time." The patient lost a lot of blood and died a short time later at the hospital. No other information is available.

Manufacturer narrative:
A functional check of the machine was performed by a fresenius regional equipment specialist and was found to meet manufactures specification. Specifically, the following tests were performed by the fresenius regional equipment specialist on (B)(4) 2015: temperature check, conductivity check, alarm testing, pressure holding testing, uf pulse test and system integrity testing. Additionally, a device history review (DHR) of the machine was performed and found to be manufactured to specification. During the investigation, it was found that there is some inconsistency in the report which states that "arterial" end of the bloodline was disconnected from the catheter with a high volume of blood loss. This scenario may result in some blood loss from the disconnected "arterial" port of the catheter, but such loss is usually minimal because the hemodialysis catheters are placed in the low pressure venous system. Furthermore, the dialysis machine will alarm immediately either due to high pre-pump arterial pressure or due to a drop in blood level in the venous chamber resulting from the introduction of air into the extracorporeal circuit. The volume of the extracorporeal dialysis circuit is approximately 150-250 ml and at typical blood flow rate of 350-400 ml/min, it will take less than one minute to trigger the blood level detector alarm. Blood leak from the disconnected "arterial" end of the catheter for this duration is unlikely to result in life-threatening blood loss. Based on the provided information that there was significant blood loss, it is most likely that the disconnection occurred at the venous port of the dialysis catheter. In this case the blood pump may continue to pump blood through the venous end of the bloodline leading to exsanguination. Although requested, patient medical records and treatment information were not received. Should additional information be provided, a supplemental report will be submitted.